Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the surgeon, on (B)(6) 2014, the patient underwent skin flap revision and a temporalis muscle rotation to cover the exposed implant. The patient was prescribed oral antibiotics. The implanted device remains. This report is filed april 14, 2014. Implanted device remains.

Event description:
Per the clinic the patient developed an infection inferior to the implant site, one week postoperatively. The infection has reportedly been ongoing, and has been treated with intravenous vancomycin and rifampin (dosage, dates and duration not reported). An abscess subsequently developed and the site was debrided (date not reported). A portion of the internal device is reportedly exposed. The implanted device remains.